Manufacturer narrative:
Conclusion: the reported issue was confirmed. The root cause of the reported issue could not be determined. Per follow up information from technician, a failed heater or circulation pump could have resulted in the reported issue. Heater and circulation pump was replaced during the pm process. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Full facility name: (B)(6). Phone number provided: (B)(6). Corrections: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, in an arctic sun device the pumps were very weak, the system was filling itself up very slow with new water and it needed over half an hour to reach over 30°c. The pump performance in % was also very high just for warming up, and a drain valve was leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Full facility name: (B)(6) hospital. Phone number provided: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, in an arctic sun device the pumps were very weak, the system was filling itself up very slow with new water and it needed over half an hour to reach over 30°c. The pump performance in % was also very high just for warming up, and a drain valve was leaking.